Manufacturer narrative:
13-nov-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Thread of string inserted instead of tampon - vagina [foreign body in reproductive tract] there was no tampon at all... Only tiny bit of string...no tampon in the applicator or inside me [device physical property issue]. String was frayed... Must have come off the tampon [device breakage]. Case description: consumer sent e-mail stating a thread of string had been inserted instead of a tampon. No serious injury was reported. 14-oct-2020 follow-up e-mail: the consumer reported there was no tampon at all; only a tiny bit of frayed string that must have come off the tampon at some point. There was no tampon inside her or inside the applicator.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Thread of string inserted instead of tampon, vagina [foreign body in reproductive tract] there was no tampon at all... Only tiny bit of string...no tampon in the applicator, or inside me [device physical property issue] string was frayed... Must have come off the tampon [device breakage]. Case description: consumer sent e-mail stating a thread of string had been inserted instead of a tampon. No serious injury was reported. On 4-oct-2020, a follow-up e-mail: the consumer reported there was no tampon at all. Only a tiny bit of frayed string that must have come off the tampon at some point. There was no tampon inside her, or inside the applicator.